Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that battery impedance measurements from the pulse generator were erroneously high which caused inaccurate device longevity calculations. A firmware download was performed and normal impedance values were seen. The patient was in good condition and would continue to be monitored.